Event description:
A pharmacist reported that during a trabecular stent implantation procedure, there was a failure of implantation as non functional wheel. But the needle of the stent was in contact with patient's eye but not the implant which was stuck in the injector. The procedure was completed successfully with back up implant. The original implant was discarded.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).